Event description:
Device malfunction: device # 1 suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when pulling back on the blue rail suture, it broke. A second attempt was made using another proglide device; however, the same malfunction occurred. Hemostasis was achieved with either a starclose device or manual compression. There were no reported pt adverse effects.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. Additionally, sterile devices are expected to be returned. A rep sample will be evaluated and findings will be reported. Device #2- proglide part# 12673-03; lot# 63158-6h, is being filed under a separate medwatch report.